Event description:
Caller reported a cartridge alarm issue with their insulin pump. The specific impact on their blood glucose level was not reported, but it was mentioned as "high." The customer attempted to address the high blood glucose by taking a correction injection via multiple daily injections (mdi). Despite assistance, the cartridge alarm persisted, and technical support decided to replace the pump with one that has updated software. Customer reverted to an alternative method of insulin therapy. The customer was instructed on the steps for receiving and returning the pump and understood the instructions.